Manufacturer narrative:
Batch review performed on 14 january 2019: lot 152453: (B)(4) items manufactured and released on 06-nov-2015. Expiration date: 2020-10-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery performed two months after primary surgery. The surgeon performed a washout of the infected knee and he replaced the insert with an insert of the same size.